Manufacturer narrative:
Pod download data showed an 0x40 hazard alarm, indicating rotational sensor maximum open count exceeded. Drive stall was observed in the data. Pulse widths were also found decreasing after 82 pulses. During pod rerun, 0x40 hazard alarm was generated, the hook talons were found slipping over the ratchet gear teeth and ratchet gear did not rotate. These findings indicated that the hook talons failed to detent on the ratchet gear teeth that led to the reported hazard alarm generation. The exposed portion of soft cannula for the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing, including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 386 mg/dl while wearing the pod between 24 and 36 hours. Patient reported experiencing a hazard alarm while sleeping.